Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information through a post market follow-up (pmcf) survey, for opus¿ vascular access kit, that the user reported hematomas requiring surgery and tissue damage occurred. The one hematoma requiring surgery was related to pre-existing condition or co-morbidity and the other occurrence was specifically related to opus¿ vascular access kit. The tissue damage that occurred on entry was specifically related to the opus¿ vascular access kit.